Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose symptoms of nausea and vomiting. At 6:00 pm the patient's husband called the emergency doctor and the patient was admitted to the hospital. The blood glucose results obtained at the hospital were not provided. At the hospital the patient was treated with insulin via perfusor. It is expected that the customer will be discharged from the hospital on (B)(6) 2018. The infusion device was requested to be returned for product evaluation.